Event description:
It was reported that upon pulse generator interrogation, a "data not read" message displayed. The measured data was updated, and the battery data was 1.76 v, 39 ua, and 5.6 k. In 2008, battery data was 2.61 v, 17 ua, and 12.9 kohms with an estimated one month remaining to elective replacement indicator. Due to the inappropriate measured data, and the battery, the device was replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Additional information notes that the pulse generator also exhibited back-up operation.